Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and passed the manual prime with no occlusions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the reservoir. The customer's blood glucose reading was 600 mg/dl. The customer reported no delivery alarm did not occur during manual prime. The customer stated that the alarm was resolved by a complete set change. The customer also mentioned motor error on the insulin pump. The customer was unable to troubleshoot for high readings.